Event description:
It was reported a patient underwent a gall laparoscopic bladder removal procedure on (B)(6) 2021 and topical skin adhesive was used. ¿approximately 3 days post redness, swelling, blisters and intense itching at each incision, including a small area below bellybutton where product must have run down the skin. Returned to surgeon who confirmed allergic reaction. He used tweezers to peel off as much of the product as he could- a few incisions opened slightly. Itching. Blisters and hard raised area around incisions formed. Surgeon ordered oral prednisone, topical steroid, and antihistamines. Benadryl provided the only relief from itching. Blisters, redness and itching ultimately resolved over several days. Hard raised areas are beginning to resolve after 2 months.¿ the device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, are you willing to provide your operative report? Date of gallbladder procedure? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the information on the authorization form. This medwatch report is in response to receipt of a voluntary medwatch report mw5105557. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, are you willing to provide your operative report? Date of gallbladder procedure? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the information on the authorization form. This medwatch report is in response to receipt of a voluntary medwatch report mw5105557. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a gall laparoscopic bladder removal procedure on (B)(6) 2021 and topical skin adhesive was used. ¿approximately 3 days post redness, swelling, blisters and intense itching at each incision, including a small area below bellybutton where product must have run down the skin. Returned to surgeon who confirmed allergic reaction. He used tweezers to peel off as much of the product as he could- a few incisions opened slightly. Itching. Blisters and hard raised area around incisions formed. Surgeon ordered oral prednisone, topical steroid, and antihistamines. Benadryl provided the only relief from itching. Blisters, redness and itching ultimately resolved over several days. Hard raised areas are beginning to resolve after 2 months.¿ the device is not available for return. Additional information has been requested.